Event description:
This will be filed to report incomplete coaptation and recurrent tricuspid regurgitation it was reported that a mitraclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. It was noted the tricuspid valve had four leaflets and imaging was challenging. One clip (21006a1054) was successfully deployed on the tricuspid valve. However, shortly after deployment, the clip detached from the posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the clip, an additional clip (30316r1088) was successfully deployed, reducing tr to a grade of 3. The following day, echocardiography was performed and it was observed the second clip had detached from the septal leaflet and remained attached to the anterior leaflet (slda), causing tr to increase to a grade of 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported difficult imaging was due to challenging patient anatomy. The reported recurrent tr was a cascading event of the reported slda. The reported off-label use was associated with the use of the mitraclip device on the tricuspid valve. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number. H6: device code 1494 - indication for use (use in tricuspid valve).